Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer. The device was removed and hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. Pt selection - the safety and effectiveness of the starclose vascular closure system have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site.